Manufacturer narrative:
Based on the claim against the product by the customer noting, the sp monopolar cautery instrument is bent, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 0.114" x 0.099" in size, was not returned with the instrument. Additionally, the instrument was found to have broken electrical contacts. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 430007-57/lot #: u10220504-0027) associated with this event was performed. Per the review, the following confirmed: system serial #(B)(4) and event date-(B)(6)2022. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the monopolar cautery instrument was bent. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Upon further review, additional findings by failure analysis were confirmed. The monopolar cautery instrument was found to have a broken instrument tube adapter and broken contacts. The contact subassembly for the instrument has 4 "legs", with 2 shorter legs and 2 longer legs. The 2 longer contact legs are missing and do not appear to be returned with the instrument. The broken contacts and broken instrument tube adapter is attributed to the user and can be caused by improper installation of the tip accessory or if excessive force is applied to the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.